Event description:
It was reported the stimulator was removed due to infection. It was indicated that the type of infection was likely staph. The pt's symptoms and outcome were not provided. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
Device analysis of the stimulator revealed no anomaly; normal device function. The device was placed on the automated test sys (ats) to test the various programmable features and output ranges. This testing did not reveal any anomaly. The output was tested at the distal end of a known good extension. Acceptable, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension. The battery was expanded slightly. The titanium can and connector block were scratched. Foreign material was found in connector port(s). The #2 and #6 setscrew grommet(s) were loose/missing.